Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5036692) on 21-jul-2014. The most recent information was received on 28-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pain ('I am in so much pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in stomach"), menorrhagia ("very heavy periods"), headache ("bad headaches"), dyspareunia ("painful to have sex"), abdominal distension ("stomach swells every night"), weight loss poor ("can't get rid of the weight") and pain (seriousness criterion disability) and was found to have weight increased ("gained 60 pounds with essure"). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain upper, menorrhagia, headache, dyspareunia, abdominal distension, weight increased, weight loss poor and pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, dyspareunia, headache, menorrhagia, pain, weight increased and weight loss poor with essure. The reporter considered device dislocation to be related to essure. Most recent follow-up information incorporated above includes: on 28-apr-2020: pif received: case become serious incident, essure removal done. Event migration, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pain ('I am in so much pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in stomach"), menorrhagia ("very heavy periods"), headache ("bad headaches"), dyspareunia ("painful to have sex"), abdominal distension ("stomach swells every night"), weight loss poor ("can't get rid of the weight") and pain (seriousness criterion disability) and was found to have weight increased ("gained 60 pounds with essure"). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain upper, menorrhagia, headache, dyspareunia, abdominal distension, weight increased, weight loss poor and pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, dyspareunia, headache, menorrhagia, pain, weight increased and weight loss poor with essure. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.